Event description:
Defective buzzer as a conservative measure (power board was replaced). More follow up information is needed to complete the investigation.

Event description:
Device history record was reviewed and no event linked with the reported issue was found. Device history log was not reviewed because it is not provided. This complaint was registered by nsh canada from a service report submitted by the customer. The device was not returned to brézins for investigation. However, replaced power supply board was received for investigation. A visual control was performed on the power supply board and nothing to notice. Fv investigator cross tested the power supply board with our lab agilia tester to verify the claim. Error 52 is triggered when the unit is started, as well as in test 9 of the maintenance menu. The buzzer was tested and it did not produce any sound. So, the buzzer is out of service and triggers error 52. Therefore the reported event has been reproduced and is confirmed. The root cause is due to the failure of the buzzer. There was a CAPA that is now closed and related to this issue. The reported serial number is part of affected devices. This complaint is considered as valid. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated an action.